Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Insulin pump received with broken battery tube threads, broken belt clip slot and missing end cap sticker. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the battery compartment was cracked and a piece of it missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.